Event description:
The customer reported, the system displayed intermittent potentiometer errors at boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the collimator and ffb bd. The unit is operating as intended.